Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that the pt underwent a (pta) percutaneous transluminal angioplasty of a calcified femoral artery. The 5mmx80cm optapro catheter was advanced to the site, and hand inflation was performed. The inflation atmospheres were not known, but the report indicated that the balloon ruptured. There was no pt injury noted with the event, and the procedure was completed with another balloon. Add'l info will be submitted within 30 day upon receipt.